Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified de novo left anterior descending artery. The vessel was serially pre-dilated with 3.0x8mm and 3.0x12mm unspecified balloons at 12 atmospheres. The 2.5x38mm xience xpedition stent delivery system (sds) was deployed and while removing the sds the check shot revealed a dissection at the distal end. The dissection was covered with an unspecified 2.5x12mm drug eluting stent, which showed timi iii flow without any residual stenosis. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.